Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was further reported that the control unit could not be regulated and only ran at full power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device did run but did not have any performance. During an in-house engineering evaluation, it was observed that the control unit was not functioning. It was further reported that the control unit could not be regulated and only ran at full power. It was not reported whether the event occurred during surgery or whether there was patient involvement. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly